Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. . It was reported the patient's blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/28/2015 with the following findings: two battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing revealed battery compartment leaks.